Manufacturer narrative:
A steris service technician arrived onsite to inspect the harmonyair m-series surgical lighting system and confirmed that the cover had detached. The reported event is indicative of facility personnel bumping the lighting system into other pieces of equipment. The technician replaced the light head cover, tested the lighting system, confirmed it to be operating according to specification, and returned it service. The harmonyair m-series surgical lighting system operator manual states (1-4), "caution - possible equipment damage hazard: do not bump lightheads into walls or other equipment. Always use handles or gripping surface when positioning lighthead during surgical procedures, or when cleaning or servicing the lighting system." The technician counseled user facility personnel on the proper use and operation of the harmonyair m-series surgical lighting system, specifically the importance of not bumping the lighting system into other pieces of equipment. No additional issues have been reported.

Event description:
The user facility reported that the cover to their harmonyair m-series surgical lighting system detached during a procedure, entering the sterile field. A procedure delay occurred as the sterile field was re-established. The procedure was completed successfully. No report of injury.